Event description:
It was reported that the patient had a pacemaker placed after the insertable cardiac monitor (icm) recorded multiple pause events. Technical services (ts) reviewed the cases and found that the events were due undersensing and potential positional changes. The icm was explanted. No adverse patient effects were reported.